Event description:
It was reported that when the ventilator was alarming, it was not sending a signal to nurse call system. The customer was using their own cable as there was no cable available that would fit their nurse call system. No patient harm reported.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.